Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission revealed two non-sustained vf episodes. Further review indicated the episodes were attributed to noise in the ventricular channel. Diagnostic testing was normal. The physician elected to cap and replace the lead. The patient's condition was reported to be stable pre- and post-procedure.